Event description:
It was reported when using the bd veritor ¿ plus analyzer japan, an unspecified number of patient samples were resulted as flu a negative from the analyzer. Upon visually examining the test cartridges, the user interpreted the results as flu a positive. No confirmatory testing was performed. There were no health impact or consequences reported.

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6)hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor ¿ plus analyzer japan, an unspecified number of patient samples had resulted as flu a negative from the analyzer. Upon visually examining the test cartridges, the user interpreted the results as flu a positive. No confirmatory testing was performed. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd veritor plus analyzer provided discrepant results catalog number 256065, serial number not available. Customer was provided with replacement analyzer. There was no further information provided by the customer. Quality did not receive samples for this complaint and therefore returned sample analysis could not occur. If samples are received at a later date; the complaint may be reopened. Thus, this complaint is unconfirmed. Device history record review unable to perform as there is no serial number being provided. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.